Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: sloshing/capsular contracture/generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with mentor smooth round moderate plus profile 475cc saline prostheses experienced bilateral capsular contracture, left sided sloshing, right sided device migration, and several unexplained systemic symptoms post procedure. The capsular contracture (baker grade unknown) was diagnosed in roughly (B)(6) 2009. In (B)(6) 2010 the patient began experiencing bubbling/fluttering of the implants, numbness in the armpit area, back pain, mild shoulder, and neck pain. The severity of these symptoms began to increase roughly four years ago. Additionally, the patient began experiencing, fatigue, headaches, dizziness, upper body swelling, breast numbness extending to armpit, chest pressure, left breast appearing larger than the right, right implant migration into armpit when laying down, rib pain, neck cramps, back cramps, mood swings, coughing, difficulty breathing when laying on chest, depression, body aches, hand swelling, hand rashes, armpit rashes, red bumps around breasts, anxiety, panic attacks, insomnia, brain fog, and a bubbling sound on the left breast. The patient has gotten x-rays and magnetic resonance imaging done on unknown date and no irregularities were found. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-06243 for contralateral prosthesis report.